Event description:
It was reported that at device change-out, externalized conductors between the svc and rv coils were observed via fluoroscopy. All electrical measurements were normal. Lead to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch for was received.